Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was deceased from an ablation procedure. Calcium deposit was knocked loose and the patient was kept on life support for days. This information was collected from a social media source. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Due to the nature of the source, follow up cannot be completed for further information.